Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. The customers blood glucose level was 53mg/dl at the time of incident. The customers current blood glucose level was 110mg/dl. The customer treated low blood glucose with food. The customer also reported that auto mode was automatically delivering insulin at the time of low bg event. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.